Event description:
It was reported that the customer experienced a blank display on the insulin pump. The customer's blood glucose was 74 mg/dl. Troubleshooting was done. Advised the customer to insert a new aaa alkaline battery, and the customer stated that the display did not return. After further troubleshooting and inserting another new aaa alkaline battery, the customer stated that the display did return. The customer stated that the insulin pump was not exposed to moisture. The customer stated that the insulin pump passed the self test as well. Advised that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.